Manufacturer narrative:
Internal complaint number: (B)(4). A lot history record review was completed for lots 25148539, 25148604, 25148582. The last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the last 3 lot numbers. H3 other text : the device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 periodically stopped working during the ligation phase of evh. They had been utilizing the hp2 to perform extensive fasciotomies and device would stop working during branch ligation. It is unknown the number of incidents during this procedure but the device would beep a couple of times before stopping and energy was not being delivered through the device to the tissue. They waited for device to "cool down" before continuing and completing the vessel harvesting. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 periodically stopped working during the ligation phase of evh. They had been utilizing the hp2 to perform extensive fasciotomies and device would stop working during branch ligation. It is unknown the number of incidents during this procedure but the device would beep a couple of times before stopping and energy was not being delivered through the device to the tissue. They waited for device to "cool down" before continuing and completing the vessel harvesting. The hospital did not report any patient effects.